Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 3389-40 deep brain stimulation lead, implanted: (B)(6) 2003; 748240 neuro extension, implanted (B)(6) 2003; 3389-40 lead, implanted (B)(6) 2005-; 37601 deep brain stimulation ipg, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient experienced an episode of syncope which led to a vehicle accident. A thorough device check was done with no indication of malfunction. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.